Manufacturer narrative:
Concomitant devices: precise pro rx pc0840rxc, lot number 15102303 and aviator plus catalog number 4245020w, lot number 15133552. Concomitant medications: pre and post-procedure medications included clopidogrel and aspirin. Heparin was used during the procedure. The report received from the (B)(4) study indicated that during post dilatation, the patient developed behavioral change, reflex change and right hemiparesis which was diagnosed as a tia. It was treated with a non-cordis extraction catheter and the symptoms fully resolved within 24 hours. Baseline nih stroke scale score was 1 and the patient was also asymptomatic at the time of the procedure. Pta was performed on an 82% occluded lesion in the ostium of the left internal carotid artery of 26mm length in a 5.0mm vessel diameter. The arch I lesion was eccentric, ulcerated, moderately calcified with mild vessel tortuousity. A 6mm medium support angioguard rx embolic protection device was successfully deployed followed by deployment of an 8x40mm precise pro rx stent. The residual diameter stenosis measured 10%. The patient was discharged on the following day after the index procedure with an nih stroke scale score of 0. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. Hypoperfusion and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure and are listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion. Symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter as in this case. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of three devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00562, 1016427-2011-00072 and 9616099-2011-00563.

Manufacturer narrative:
Additional information was received that the previously reported tia was adjudicated as a stroke. Additional information also notes that the patient experienced hypoperfusion during post dilation treated with aspiration and medication. The minutes also noted 'the patient is a (B)(6) man with a history of "3 strokes back in 2003" with no reported residual, cad, a thoracotomy for resection of a right lung tumor (date unknown), hypertension, former smoking and an abdominal aortic aneurysm. Critical left carotid stenosis was found during the evaluation of the aneurysm. The pre-procedure neurological exam on included an nih stroke scale score of 1 with the deficit not identified. The rankin stroke scale score was not done. He underwent the index procedure with delivery of the angioguard' rx ECG and placement of one precise pro rx stent in the ostium of the left ica. The site reported a 10% final residual stenosis with no dissection. According to the adverse event form; the site reported a tia. During post-stent dilatation, the patient became agitated, aphasic and experienced right arm and leg weakness. The investigator noted the embolic filter had filled up with debris and there was a "very low to no-flow state". An aspiration catheter was used to relieve the clot burden in the embolic protection device and restore flow through the carotid system. Nitroglycerin was also administered. By the end of the procedure, the patient was "almost back to baseline." Residual weakness in the right arm resolved overnight. By post-operative day #1, the patient was reported to be neurologically intact and back to his baseline. The post-procedure nih stroke scale score was 0. The rankin stroke scale score was not done. There were no further post-procedure complications and the patient was discharged on the following day on asa and clopidogrel. On the same day, the patient was re-admitted with confusion and mental status changes. A CT scan at this time showed no definite evidence of acute intracranial processes and "extensive sequelae of chronic small vessel ischemic disease". On the following day, an MRI showed multiple predominantly subcentimeter foci of diffusion restriction at the corticomedullary junction of the left parietal and left frontal lobes with a few tiny foci in the left corona radiata and posterior basal ganglia consistent with multifocal embolic infarcts. A single tiny focus was noted in the anterior aspect of the right parietal lobe superiorly. There were innumerable chronic bilateral basal ganglia and corona radiata lacunar type infarcts. There was no evidence of mass effect, midline shift or hemorrhage. The impression was listed as "multifocal acute/early subacute predominantly left parietal and frontal embolic infarcts". The patient was discharged 4 days later. At the 30 day follow-up visit, the rankin stroke scale score was not done. He was continuing on asa and clopidogrel. Of note: a physician progress note for documents the index admission "was complicated by readmission to the hospital in under 24 hours with mental status changes. MRI was consistent with few areas of small embolic stroke, but symptomatically, he returned back to his baseline. His son thinks he is actually doing better now than what he was prior to the procedure." This is one of three devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00562, 1016427-2011-00072 and 9616099-2011-00563.

Manufacturer narrative:
The report received from the (B)(6) study indicated that during post dilatation, the patient developed behavioral change, reflex change and right hemiparesis which was diagnosed as a tia. It was treated with a non-cordis extraction catheter and the symptoms fully resolved within 24 hours. Baseline nih stroke scale score was 1 and the patient was also asymptomatic at the time of the procedure. The adjudication minutes received have adjudicated the event to be a cerebrovascular accident. Pta was performed on an 82% occluded lesion in the ostium of the left internal carotid artery of 26mm length in a 5.0mm vessel diameter. The arch I lesion was eccentric, ulcerated, moderately calcified with mild vessel tortuousity. A 6mm medium support angioguard rx embolic protection device was successfully deployed followed by deployment of an 8x40mm precise pro rx stent. The residual diameter stenosis measured 10%. The patient was discharged on the following day after the index procedure with an nih stroke scale score of 0. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. Hypoperfusion and cva are well-known potential adverse events associated with the carotid stent implantation procedure and are listed in the IFU as such. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter as in this case. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of three devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00562, 1016427-2011-00072 and 9616099-2011-00563.

Event description:
The report received from the (B)(4) study indicated that during post dilatation, the patient developed behavioral change, reflex change and right hemiparesis. It was treated with a pronto extraction catheter (vascular solutions). The event was diagnosed as a tia. The symptoms fully resolved within hours. Baseline nih stroke scale score was 1 and the patient was also asymptomatic at the time of the procedure. Pta was performed on an 82% occluded lesion in the ostium of the left internal carotid artery of 26mm length in a 5.0mm vessel diameter. The arch I lesion was eccentric, ulcerated, moderately calcified with mild vessel tortuousity. A 6mm medium support angioguard rx embolic protection device was successfully deployed followed by deployment of an 8x40mm precise pro rx stent. The residual diameter stenosis measured 10%. The patient was discharged on the following day after the index procedure and with an nih stroke scale score of 0.